Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. Reportedly, the patient was tested positive of the staphylococcus infection then the vegetation were growing on the implantable product. No adverse patient effects were reported. The ICD was explanted.